Event description:
It was reported that during a radical prostatectomy procedure, an error code was displayed and the teflon pad melted. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.